Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Additional information received on (B)(6) 2019 indicated the patient experienced bilateral device rupture. The devices were identified as mentor memorygel breast implants 325cc, catalog number 3543257, lot number 263803. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. Orange material was observed within the device. Yellow and brown material with gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2.4 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 263803 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation procedure with an unspecified mentor gel breast implant and experienced rupture on the right side. Rupture was confirmed by physician during mammogram. As a result, the patient underwent removal on (B)(6) 2019.